Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was sensing the intrinsic atrial activity resulting in inhibition of ventricular pacing.